Event description:
Catheter was being utilized through a tough groin without a sheath. Advancement difficulty was encountered and catheter was removed. Placed a sheath, at which point, a marker band was noted to be missing from the catheter.